Event description:
Pt uses approx 5 glucose test strips daily to check blood sugar. Pt had been getting high readings though they physically knew their blood sugar was low. Pt noted the boxes they had received of the "accu-check censor comfort strips" were different then the "accu-check comfort curves" they usually received. Pt returned to their pharmacy when the lid on one of the cartons had burst and there appeared to be a sand like substance, most likely a preservative, in the lid. Pt was told they were the same thing as the strips they normally receive, and was given a new refill of two boxes. Pt had used one of the boxes of 50 strips from the first refill in question and possibly used some of the strips from the two 50-count boxes from the new refill. They contacted accu-check/roche customer care and was told the test strips were not approved by the FDA for sale in the united states.